Event description:
The trilogy 100 ventilator was returned to the service center for evaluation for stock recertification. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed an active exhalation purge valve closed test step during testing. The device's active exhalation control module (aecm) was replaced to address the issue. Afterwards, the device was sent to run in and was retested. The technician could not confirm the failed test. The device was retested and passed all testing. Additionally, preventative maintenance was performed. There were no critical errors in the error log(s). The device will be scrapped.